Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "system message" (device displays error message). A facility reported receiving a system message during a case. The system was rebooted, another cassette was used, and the surgery was completed. No pt impact was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. No sample was returned for eval; therefore, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).